Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The case manager reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level of 400 mg/dl. The customer reported that the infusion set cannula was bent. The customer was treated intravenously and with manual injection. Troubleshooting was not performed. The insulin pump will not be returned for analysis.